Manufacturer narrative:
The lens was not returned for evaluation. The lot number was not identified, so a device history record (DHR) review could not be performed. Based on the information provided, we are unable to determine a root cause.

Event description:
It was reported that, approximately 11 years after surgery, the lens was explanted due to alleged posterior capsule opacification and replaced with an iris lens. Additional information has been requested but has not been received.